Event description:
It was reported that the patient has expired after an implant duration of approximately 0.6 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Evaluation summary: as received, the valve exhibits cut out in the tissue. Missing sections in all three leaflets, possibly for pathology testing, measure to an average of approximately 2-4mm at the free margin by 9-11mm into the cusp area. In leaflet 2 the missing section is along the attachment. Calcification is moderate in the cusp area of leaflets 2 and 3 and the free margins of all three leaflets. Calcification restricted mobility in the leaflets and led to stenosis. Minimal tissue overgrowth encroached onto the tissue inflow and into the orifice by at the greatest point by approximately 2mm. Host tissue is moderate to heavy at the stent inflow. The x-ray demonstrates calcification. X-ray.

Event description:
Reportedly a 2800 valve of unknown size and serial number was explanted on (B) (6) 2010 due to torn leaflet with no major calcification. The valve was originally implanted in (B) (6) 1999. The implant duration was 131 months. New implant 3300 tfx magna ease. Product will be returned when return kit is sent out to hospital.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation, however, device evaluation anticipated, but not yet begun.